Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2018. It was reported that no alarms were ever heard by the office. The patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2018 it was reported that the patient¿s pump was replaced due to eos (end of service). The pump reached eos prematurely 7 months before the expected eos. The patient had no symptoms related to the event. No further complications were reported/anticipated.